Event description:
After implantation of a taxus express2 2.5x16 mm drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the proximal right coronary artery. No info was reported regarding pre-intervention or post-intervention pcrcentage of stenosis. A 2.75x16 mm taxus stent was deployed in the lesion. No info was received regarding the vessel tortuosity or calcifiation. No info was reported concerning pt medications or complications. The pt presented an unk time after the initial procedure with an in-stent restenosis of the proximal right coronary artery. The lesion was balloon dilated and a cypher 3.5x18 mm drug eluting stent was deployed in the lesion. No info was reported concerning pre-intervention percentage of stenosis. The pt received plavix and heparin during the procedure. No info was reported concerning pt complications.